Event description:
In a literature report written on a comparison of devices to remove retained lens material, 34 patients were identified as having required pars plana vitrectomy procedures to remove lens material following complicated cataract surgery or traumatic/spontaneous lens dislocation. The report represents one identified patient. The secondary procedure was performed one day after the initial cataract procedure. The patient developed cystoid macular edema.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.